Event description:
It was reported that a malfunction occurred with the pump displaying error code malf 16. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction persisted, leading to a decision to replace the pump. Customer reverted to using an alternate method of insulin therapy.